Event description:
A healthcare professional reported that during an endovascular embolization, an enterprise2 4mmx23mm vascular reconstruction device (product code: encr402312, lot number: 9633179) was impeded in the middle section of a prowler select plus 150/5cm microcatheter (product code: 606s255x, lot number: 31718184) and could not advance any more. The doctor only retracted the stent alone and switched to a second stent, an enterprise2 4mmx30mm (product code: encr403012, lot number: 10007042) which encountered the same isseue. The doctor tried to retract the second stent, the second stent could not be retracted. The doctor removed the second stent and microcatheter (mc) together from the patient and switched to a new microcatheter and a third stent to complete the surgery. The surgery was prolonged by about 10 minutes. Does surgeon have an extra set of hands to support while flushing aligning the enterprise system was answered as ¿yes¿. Is a push plunge rhv being used was answered as ¿twisted type¿. Is there force needed to remove the delivery wire once impeded and then the stent detaches in the hub or the proximal end of the microcatheter was answered as follows: for the first stent, no additional force was required. The delivery wire was removed smoothly, and its delivery wire was still attached to the stent. For the second stent, it could not be retracted, the doctor removed both the second stent and the microcatheter together from the patient. The second stent remained inside the microcatheter. The replacement stent was another enterprise2 of same product code with the second stent. Additional event information received on (B)(6) 2026 indicated that a guidewire was used in the microcatheter prior to using the enterprise system. There was no flushing during the procedure. They were not able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. The 10 minutes procedural delay did not result in a patient adverse consequence.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.